Manufacturer narrative:
Other, other text: additional information from customer. The small hole was found to be tight when checking the cuff with aua.

Event description:
It was reported that when a cannula was inserted into the patient after initial preparation according to the manufacturer's instructions. During the attempt to fill the tts cuff with water, a small hole was found in the pilot balloon. No adverse patient effects were reported.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition without its original packaging. Functional testing involved leak testing. During the test, a leak was found in the pilot balloon confirming the complaint. The investigation determined that the cut was created during molding process and the cut was not located in the partition lines or in the join between the pilot balloon and the line. Based on the tests performed to replicate the failure mode, where it could not be reproduced using the tools from assembly process, the investigation determined the most probable, but unconfirmed cause, to be that damaged occurred after the product left smiths medical facilities.